Event description:
The facility alleges the swivel bar separated from the scale when a resident was being lifted from the bed to a shower stretcher, causing the resident to fall and fracture their spine (t4-t5) and a rib.

Manufacturer narrative:
Device has been in service since 1999. Component is a set screw swivel bar that is part of digital scale that is part of a patient lift device. This is a known issue and was addressed by the manufacturer under field action. Dealer was notified twice to service this scale as part of the recall. As a courtesy device was replaced. No further action indicated.